Event description:
The following has been reported by customer: the pump worked normally during use, however, it has problems turning off. It does not respond to the power button; it stayed on until the battery ran out and now it does not turn on. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.